Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the left ventricular (lv) lead. The lead was not used, and another lead was implanted with another guidewire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The inner insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. A guidewire test could not be performed due to the condition of the guidewire stuck in the lead. If information is provided in the future, a supplemental report will be issued.